Event description:
Related manufacturer reference number: 2017865-2023-13397, 2017865-2023-13398 it was reported that the patient presented to the clinic for a pacemaker system extraction due to an infected pocket. The pacemaker, right atrial lead and right ventricular lead were explanted. The physician did not claim that the device or leads were the cause of the infection.